Event description:
Ceramic product revised (B)(6) 2011 due to dislocation.

Manufacturer narrative:
It was confirmed that no product would be returned and so the complaint was moved to investigation. A review of the manufacturing records was conducted on lots e32lb1000, 3202163 and 3152209 with the result that no anomalies were found. Review of our complaints database for lot numbers e32lb1000, 3202163 and 3152209 identified no previous complaints from these batches had been received. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened. As no product was returned, no further investigation could take place. Root cause: undetermined insufficient information depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.